Manufacturer narrative:
(B)(4). Method: the two complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare for evaluation. Results: visual inspection of the returned complaint devices 1 & 2 revealed that the swivel elbow and swivel wye were returned partly disassembled. Both the complaint swivel wyes were found damaged. The swivel elbow and swivel wye were reassembled. The pressure test for the complaint device 1 confirmed a loose fit of swivel components and the pressure test for the complaint device 2 confirmed a tight fit of swivel components. Conclusion: investigation into this complaint reviewed the manufacturing process (operator, equipment, measurement and environment), process documentation, samples of product, complaint devices and performed a material analysis. The investigation indicated a potential resin material mix-up was the most likely cause. We have since implemented an additional material verification step, at the point of resin material addition to the moulding machine feed. This verification would identify any potential resin material mix-up prior to use. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in illinois reported that the caps of two rt266 infant dual heated evaqua2 breathing circuits were falling off. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a cap of rt266 infant dual heated evaqua2 breathing circuit is falling off. There was no reported patient involvement.